Event description:
Home pt reported product mesh failed five weeks after surgery. Hernia surgery (B)(6) 2011. Five weeks after surgery hernia reappeared. Pt had umbilical hernia revision surgery in (B)(6) 2012. Stayed 90 days out of work.

Manufacturer narrative:
A final report will be submitted upon the completed investigation into this event.